Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a chronic catheter placement, the cuff has loosened from the catheter and it was further reported that the catheter was stuck inside the patient. Reportedly, the catheter was explanted. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8fr power hickman s/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The tissue cuff was noted to be missing from the catheter body and was returned apart. The detached tissue cuff was noted to be flatten with residue throughout. A portion of the catheter body appeared to have dry adhesive material, proximal to the bifurcate. The manufacturing site review states, visual inspection of the images showed a power hickman s/l 8f catheter as the main component to be evaluated. It was noted that the tissue cuff was not present in the catheter body. A closer inspection revealed the presence of dry adhesive on the catheter body, and it was observed that the detached cuff was flattened and with obvious residues of use throughout its extension. Therefore, the investigation is confirmed for the reported cuff failure to bond issue. However, the investigation is inconclusive for the reported entrapment issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using hickmann catheter. During the procedure, the cuff has loosened from the catheter and it was further reported that the catheter was stuck inside the patient. Reportedly, the catheter was explanted. However, the current status of the patient was unknown.